Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 30, 2014 to june 4, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection identified a solid white particle, approximately 2.03 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was acrylic. The cause of the particulate could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter inside of its bladder. This was noticed during filling with an unspecified solution. There was no patient involvement. No additional information is available.